Event description:
The customer had his blood glucose tested using a lab test, and the result was 110 mg/dl. He retested using his breeze2 meter and received a reading of 251 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.